Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of bilateral common iliac artery aneurysms and bilateral internal iliac artery aneurysms using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses, gore® viabahn® vbx balloon expandable endoprostheses, and gore® dryseal flex introducer sheath devices. During the treatment, device ceb231010a was implanted successfully in the right side. Device dsf1233 was advanced at a gate of the ceb231010a. Device vbxl087901j was implanted successfully from the right internal iliac artery to a right superior gluteal artery. An attempt was made to insert device plc161200j as a bridge device between the ceb231010a and the vbxl087901j. However, the plc161200j was not able to advance around the point where the distal tip exits the sheath tip. The plc161200j was then removed and instead of the plc161200j, devices bxa117901j and hgb161407a were implanted successfully. After all stent grafts were implanted, final angiography revealed a type ii endoleak from the plug embolized left internal iliac artery. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure. Reportedly, dsf1433 should have been used instead of dsf1233. The inability to advance the plc161200j was not due to pull-through interference. Plc161200j will be returned to gore for evaluation. 1500-e:-other/unknown is being used for unsuccessful advancement of catheter through the sheath. Update from fsa provided (B)(6) 2022: on unknown date, at a 1 week follow up, an computed tomography revealed an occlusion of the right internal iliac artery. No additional treatment was performed. The patient had no symptoms. The physician stated that; post-implantation contrast showed some delayed flow into the right internal iliac artery. During cannulation of the right superior gluteal artery and catheter advancement, hardwire replacement, and vbx delivery, the devices seemed to temporarily bury itself in the thrombus of the internal iliac artery aneurysm due to the tension applied, which may have sent the thrombus in the internal iliac artery aneurysm to the distal side. No dapt or other medication was administered.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.